Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp barrel was broken. This was discovered before use. The following information was provided by the initial reporter: a barrel was broken.

Manufacturer narrative:
The following fields have been updated with additional information: d.2. Medical device type: fmf. D.4. Medical device expiration date: 2024-07-31. D.4. Medical device lot #: 9176504. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-05-21. H.3. Device returned to manufacturer: yes. H.4. Device manufacture date: 2019-06-25.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp barrel was broken. This was discovered before use. The following information was provided by the initial reporter: a barrel was broken.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp barrel was broken. This was discovered before use. The following information was provided by the initial reporter: a barrel was broken.

Manufacturer narrative:
Investigation: customer returned photos of 3/10cc, 12.7mm, 29g syringes with a poly bag from lot # 9176504. Customer states that the barrel was broken. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9176504. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to these defects were found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated.